Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) spoke with the pharmacist, and the user was able to get the rxverify request approved. Tss informed the user that the issue was resolved and that user could now issue the medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user had called requesting assistance with an rxverify task. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.